Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage/ moisture damage and crack on the insulin pump. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Unable to perform the displacement test, sleep current test, active current test and self test due to missing segment display. Pump was cut open to perform visual inspection and found moisture damage to the electronic assembly pcba1 and motor. The following were noted during visual inspection: missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, the insulin pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. Exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on back of battery compartment. Insulin pump was exposed to moisture and there was fluid under screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.